Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Analysis of the outflow elbow revealed loose, collagen-like islands on its textured surface; however, no developed depositions or thrombus formations were identified. Examination upon disassembly of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicated that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggested that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 6 months. The device was returned to the manufacturer but the evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had elevated lactate dehydrogenase levels and a "marginal" ramp echocardiogram study. The pump was exchanged on (B)(6) 2015 for suspected thrombosis. Additional information was requested but was not provided.